Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) and reported that the system had recoverable error 25521. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: initially, the system powered on without any issues. The error occurred when the system was in use for some time.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) replaced the right master tool manipulator (mtm) to resolve the error. The system was tested and verified as ready for use. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm)2 was analyzed failure analysis investigation was unable to be reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab were passed. The mtm2 had no trouble found.